Manufacturer narrative:
All available information was investigated. The returned device analysis confirmed the reported break hemostasis valve. The reported improper or incorrect procedure or method incorrect prep could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported break hemostasis valve was due to user errors. The reported improper or incorrect procedure or method of incorrect prep was due to user applying excessive force when clocking (rotating) the guide catheter, which resulted in the flush port of the hemostasis valve breaking off. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, while clocking the triclip steerable guide catheter (tsgc) the stopcock attached to the guide catheter was coat up. Thinking there was normal resistance of the tsgc, the device was continued to be clocked causing the flush port to snap off of the column. The open port was occluded while the tsgc was removed from the patient and a replacement tsgc was selected. During the procedure, a triclip was implanted successfully and the procedure was discontinued. The final tr was grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be filed with additional information.